Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this lead was a case of an attempted implant due to a product performance anomaly. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture the changes in b6: patient codes and h6: impact codes. This supplemental report was created to amend the reporting decision. The allegation of placement difficulty without lead anomaly does not meet a reporting criteria. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis revealed that difficult-to-position allegation was not confirmed. Laboratory observations found that the lead was returned intact, with some body fluid in lumens but with no anomalies and the lead tip appeared intact.

Event description:
It was reported that this lead was a case of an attempted implant due to a product performance anomaly. The lead was never in service. No adverse patient effects were reported. Additional information stated that there was a placement difficulty during the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture the changes in b6: patient codes and h6: impact codes.

Event description:
It was reported that this lead was a case of an attempted implant due to a product performance anomaly. The lead was never in service. No adverse patient effects were reported. Additional information indicated that a placement difficulty of this lead was experienced during the implant procedure. No adverse patient effects were reported.